Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet pump user experienced hypoglycemia with a self-reported blood glucose of 68 mg/dl on the first day of pump use and treated with oral glucose (apple juice) after feeling fuzzy. Symptoms included hypoglycemia and associated neurocognitive symptoms described as feeling fuzzy. Outcomes included acute treatment with oral carbohydrate and no need for follow-up or medical intervention. Investigation included complaint intake, user education and troubleshooting, and assessment of potential device-related contribution with no specific device malfunction identified. Investigation of this case revealed no confirmed device malfunction or component failure and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.